Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing error code e151 was confirmed. Error code e137 (low batteries) did not occur during testing. Right pedal 1 switch failed to activate during testing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device did not work correctly. Error messages e137 and e151 occurred. The device was replaced with a wired version. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the reported issue occurred due to the right pedal 1 switch failing to activate. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.